Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was associated with intermittent loss of capture. A boston scientific field representative reported that during a regular clinical device check, the patient had an elevated rv pace threshold and the lead was not capturing. Other lead measurements were normal, and there were no adverse patient effects; the patient's left ventricular lead was performing normally with excellent capture. Rv lead replacement is being considered.

Event description:
The representative subsequently reported a chest x-ray prior to explant did not show visible evidence of the lead position having changed. The lead was extracted one week after the initial report and replaced with no adverse effects. The lead's reporting status is changed to serious injury from malfunction due to surgical intervention to replace the lead. The lead is to be returned for analysis.